Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off. During troubleshooting with tandem technical support it was determined that the battery depleted from 60% in 24 hours prior to the shutdown. The customer's blood glucose level was 130 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.